Manufacturer narrative:
Corrected fields: g2 (health professional should not be selected on the initial), h3 (not returned inadvertently missed) this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be conclusively determined as the device was not returned for evaluation. It is likely the user's understanding differed from the instructions for use (IFU). The event can be prevented by handling the device in accordance with the following IFU chapters: chapter 6 compatible reprocessing methods and chemical agents chapter 7 cleaning, disinfection, and sterilization procedures chapter 8 cleaning and disinfection equipment olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation and follow up with the user facility is currently being performed. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during reprocessing the when washing the evis lucera ultrasound gastrovideoscope, it was possible that the combination of washing tubes were mistakenly washed with a combination of connecting tubes (maj-1517 and maj-2358) instead of the original combination of connecting tubes (maj-1971 and maj-1517) the issue was discovered when a nurse asked about the combination of irrigation tubes. There were no reports of patient harm. Related patient identifiers: (B)(6).